Event description:
"Please repair - excessive vibration on midas rex surgical pneumatic drill" is stated on the repair order. On follow-up conversation with the hospital, they said that the surgeon felt vibration early in the case. He immediately switched drills. There was no patient injury or delay in surgery.